Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), menorrhagia ('excessive bleeding and clotting during menstruation which led to anemia') and blood loss anaemia ('excessive bleeding and clotting during menstruation which led to anemia') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine hydrochloride (prozac). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criteria medically significant and intervention required), headache ("headaches") and mood swings ("mood swings are intense"). The patient was treated with surgery (hysterectomy, left salpingectomy, right sided salpingo-oophorectomy performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, headache and mood swings outcome was unknown. The reporter considered mood swings to be unrelated to essure. The reporter considered blood loss anaemia, headache, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. New event mood swings was added. New reporter added. New concomitant medication prozac was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jan-2017: quality-safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and excessive bleeding and clotting during menstruation (seen as menorrhagia) which led to anemia (interpreted as hemorrhagic anemia). She underwent a hysterectomy, left salpingectomy and right sided salpingo-oophorectomy. The events pelvic pain and menorrhagia are anticipated according to the reference safety information for essure. Anemia is an unanticipated event. Pelvic pain and menses pattern changes may occur. Based on their nature and lack of alternative explanation, a causal relationship between pelvic pain, menorrhagia and essure cannot be excluded. As the event anemia was a consequence of menorrhagia, a causal relationship cannot be also excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("excessive bleeding and clotting during menstruation which led to anemia") and haemorrhagic anaemia ("excessive bleeding and clotting during menstruation which led to anemia") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), menorrhagia (serious criteria medically significant and clinically significant/intervention required), haemorrhagic anaemia (serious criteria medically significant and clinically significant/intervention required) and headache ("headaches"). The patient was treated with surgery (hysterectomy, left salpingectomy, right sided salpingo-oophorectomy performed on (B)(6) 2016), surgery (hysterectomy, left salpingectomy, right sided salpingo-oophorectomy performed on (B)(6) 2016) and surgery (hysterectomy, left salpingectomy, right sided salpingo-oophorectomy performed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, haemorrhagic anaemia and headache outcome was unknown. The reporter considered pelvic pain, menorrhagia, haemorrhagic anaemia and headache to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and excessive bleeding and clotting during menstruation (seen as menorrhagia) which led to anemia (interpreted as hemorrhagic anemia). She underwent a hysterectomy, left salpingectomy and right sided salpingo-oophorectomy. The events pelvic pain and menorrhagia are anticipated according to the reference safety information for essure. Anemia is an unanticipated event. Pelvic pain and menses pattern changes may occur. Based on their nature and lack of alternative explanation, a causal relationship between pelvic pain, menorrhagia and essure cannot be excluded. As the event anemia was a consequence of menorrhagia, a causal relationship cannot be also excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.